Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for blood glucose levels above 700 mg/dl. The customer's blood glucose levels were normal when she was put on an insulin drip in the hospital. However, once the customer began using the insulin pump, her blood glucose levels began to elevate. Troubleshooting was performed, and the insulin pump was programmed correctly. The basal rate amounts were raised, but the customer continued to experience high blood glucose levels. Advised that the insulin pump would be replaced. Nothing further was reported.